Event description:
The subject device was used during an uncertain procedure. The distal end of the device was broken. And one axle shortened. There was no patient injury reported.

Manufacturer narrative:
The subject device returned to sales company of olympus and sales company evaluated the device. Olympus as MFR received the result of the evaluation. The evaluation confirmed that one of the two pins, which connected the sheath and jaw, was shortened. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Based on the result of evaluation and cases with the same model, we have considered as a possible cause of this case that the strong force was applied to the grasping section and the pins damaged. In addition, the physician unawarely continued to use the subject device and the pin broke off.